Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. Visual inspection performed with naked eye and magnification noted a hole in the tubing near twist clamp. Leak testing was performed (eight psi underwater pressure test) with the following issues noted: leak through hole in tubing. Clear passage test and clamp function test were performed with no issues noted. The reported issue was verified. The cause of the leak was the hole in the tubing. The cause of the hole was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked during use. The exchange method used by the patient is continuous ambulatory peritoneal dialysis. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.